Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked case at display window corners, minor scratched display window and case.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 286mg/dl. The customer believed the highs may have been attributed to tooth infection. The customer was treated for the highs at the hospital. The drive support cap was noted to be flushed. The customer was advised the pump would be replaced and returned for analysis.